Manufacturer narrative:
Unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). A review of the records related to the device that included labeling, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the product met all specifications prior to being released. No device failure was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was instability of device after implantation. It resulted in a capsule tear in the patient. The lens was fully inserted then removed in the same procedure. It was replaced with a competitor lens. There was no delay in treatment or other interventions performed. The patient was stable post-op. No further information was provided.